Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the users are trying to log in and times out and won't let them log in. The field service engineer worked with it to find errors in line and changed speed to 100/half duplex to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system had attempted to log in and times out and won't let them log in. The customer stated that they retrieved the required medications from other available stations and there was no harm or delay in patient care. There were no adverse events or injuries reported based on this event.